Event description:
It was reported on (B)(6) 2015 that the physician had repeated communication failure messages due to the serial cable. He replaced the serial cable and the device functioned fine. The serial cable was returned for product analysis on 10/02/2015. Product analysis is still underway and has not yet been completed.

Event description:
Product analysis was completed on the usb cable on (B)(4) 2015 which confirmed a broken lead at db9 interface of db9 to usb serial adapter communication cable; appears to be cable stress-related. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.